Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2024-00035. We will be retaining the old case (B)(4) MFR number- 3002806821-2024-00035 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
The blood started going into the tube, but no uterine tone was achieved so the physician removed the jada system [device ineffective]. The hcp had never used jada before and had not been trained [wrong technique in device usage process]. No additional ae/pqc reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a nurse via clinical account specialist (cas) referring to a female patient of unknown age. The patient's concurrent condition included lower uterine segment atony (uterine atony) and postpartum hemorrhage. The patient's historical condition included pregnancy and vaginal delivery. The patient current pregnancy type was singleton. The concomitant medications, past drugs and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) via vaginal route (lot and expiration date were not reported) for postpartum hemorrhage. The vacuum-induced hemorrhage control system (jada system) came with a blue seal valve, kit (would include tubing and syringe), and green carton. On (B)(6) 2024, the physician had a patient with a vaginal delivery at term (exact gestational age unknown by reporter). This was not the patient's first baby either but not sure of how many pregnancies and births she was had. The patient had a bleeding episode due to lower uterine segment atony and the bleeding was brisk. The nurse said that she suggested to the physician to use vacuum-induced hemorrhage control system (jada system), but the physician had never used vacuum-induced hemorrhage control system (jada system) before and had not been trained (wrong technique in device usage process). The physician was nervous but still placed the vacuum-induced hemorrhage control system (jada system), connected it to suction and filled the cervical seal with 120 ml of fluid. The blood started going into the tube, but no uterine tone was achieved so the physician removed the vacuum-induced hemorrhage control system (jada system) (device ineffective) (discontinued) and went on to use a bakri balloon, which also did not work. The nurse stated that the physician did not even leave the vacuum-induced hemorrhage control system (jada system) in for 5 minutes. The patient was stabilized using a combination of uterotonic medications including pitocin, methergine and hemabate. The patient had a total blood loss of 2600 ml. No other symptoms for the patient. The clinical account specialist had a vacuum-induced hemorrhage control system (jada system) training session scheduled for the physician next week. She had no further information to provide. The physician did not want to be contacted for follow up. No other adverse (ae) reported (no adverse event), no product quality complaint (pqc) reported. No additional information provided. The patient sought medical attention. The vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. The vacuum-induced hemorrhage control system (jada system) device did not stop control the bleeding. The suspected cause of the postpartum hemorrhage was lower uterine segment atony. No maternal admission to intensive admission (ICU) required. Upon internal review, the event device ineffective was considered to be serious due to medically significant. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted (B)(4) MFR number- 3002806821-2024-00035. We will be retaining the old case (B)(4) MFR number- 3002806821-2024-00035 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.